Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 % stenosis degree) in a severely tortuous segment of the medial lad. Without pre-dilation, the complaint device was inserted and attempted pass the target lesion but was unsuccessful. After withdrawal, it was noted that "the stents tip was found to be frayed". The complaint stent was put aside, and another stent system was used instead.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal and its proximal end, i.e., several stent struts are strongly bent outwards, are everted and crushed. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The device could be threaded over a 0.014" reference guidewire with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.